Event description:
It was reported that the patient was experiencing a fading sensation. The patient¿s device was noted as not having been working for the past two weeks. The reporter stated that the patient saw her healthcare provider (hcp) for one hour to try to adjust therapy, and the hcp ¿had never seen anything like it.¿ adjusting the patient¿s stimulation was attempted but, every time an effective setting was found, the patient¿s stimulation would fade after two minutes. It was reported that the patient¿s symptoms had returned. It was stated that the implantable neurostimulator (ins) and lead wires were ¿all fine.¿ it was reported that ¿restarting the patient¿s device was becoming painful.¿ it was unknown whether the ins was turning off or whether it was only the stimulation sensation that was fading. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va051ye, implanted: (B)(6)2013, product type: lead. (B)(4).